Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-29, the valve was positioned very high at approximately 0 mm on the left coronary cusp after the first deployment attempt. During the recapture, the valve dislodged into the sinus of valsalva, and an infold was created during the recapture maneuver. The entire system was withdrawn due to the infold. A new valve and delivery catheter system were loaded and the valve was successfully implanted. It was noted that the infold was attributed to the recapture maneuver and not linked to a product issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other relevant device(s) are: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012449249); product type: 0195-heart valves; implant date: non-implantable device other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012441106); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve evfxplus-29, the valve was positioned very high at approximately 0 mm on the left coronary cusp after the first deployment attempt. During the recapture, the valve dislodged into the sinus of valsalva, and an infold was created during the recapture maneuver. The entire system was withdrawn due to the infold. A new valve and delivery catheter system (dcs) were loaded and the valve was successfully implanted. It was noted that the infold was attributed to the recapture maneuver and not linked to a product issue. No patient complications have been reported as a result of this event. Additional information was received to report a procedural delay of approximately ten minutes occurred as a result of loading the new valve and dcs.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Eval method code was changed. Additional codes. The annex f code was changed. Product analysis: a procedural static image and one media file were submitted to medtronic for review. Patient¿s executive summary was not provided for anatomical review at the time of image review. A fluoroscopic inspection of the valve load was performed and confirmed a good load. It was reported one recapture was performed due to a shallow depth during which the valve might have infolded. The subsequent deployment attempt showed evidence of an infold. The infold was characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. As was the action taken in this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.